Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not received.

Event description:
It was reported that after the device was implanted, the left ventricular lead was causing diaphragmatic and phrenic nerve stimulation across all vectors. The lead was deactivated. The lead was later capped on (B)(6) 2019 and replaced because the patient needed left ventricular pacing. The patient was stable.